Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H11: h2: correction on b5 and h6 (health effect - impact code).

Event description:
It was reported that during a meniscus repair surgery; when deploying the second stitch of the fast fix device it did not fix it, only the first stitch was stuck. The device was removed with graspers. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery; when deploying the second stitch of the fast fix device it did not fix it, only the first stitch was stuck. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).